Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a symptomatic right carotid artery fistula with shunting to the left cavernous sinus. The patient was not actively bleeding. A 4.80 x 19mm graftmaster device was attempted but multiple attempts to place the stent were unsuccessful due to the anatomy, and the pusher wire broke at the hub. The separated portion was simply withdrawn as the separation occurred outside the anatomy. Nothing was left in the patient. Ultimately, treatment was aborted and the patient was discharged. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: registration #. Evaluation summary: a visual inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance could not be tested due to the condition of the returned device. It was reported that the procedure was to treat a symptomatic right carotid artery fistula with shunting to the left cavernous sinus. It should be noted that the instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is unknown if the IFU deviation contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure, as it is likely the device interacted with the challenging anatomy during advancement resulting in the reported failure to advance and hypotube separation. Further manipulation of the device during retraction likely contributed to the noted stretched inner/outer member and torn outer member which may have been caused due to interaction with accessory devices, ultimately causing the reported inner/outer member separation(s). There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.